Event description:
It was reported that the customer experienced high blood glucose of 20mmol/l over the weekend. The customer changed the infusion set several times, but the blood glucose level did not go down. The customer stated that he switched to the old infusion pump and the issue was resolved. Troubleshooting was performed, and all the settings were correct. However, the customer declined to run the high pressure test, and they asked for a replacement. The caller stated that insulin did not exit as it should even after changing the infusion sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.